Manufacturer narrative:
The pump was received with blank display due to cracked lcd glass. Unable to perform the self test and the displacement test due to blank display.

Event description:
The customer reported via phone call that the insulin pump screen is broken. The customer¿s blood glucose level unknown at the time of the incident. Customer stated the pump has cosmetic damage. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.